Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. Four hours later the patient returned to the hospital due to the inability to void. "A catheter was placed with return of 500cc of urine. Due to the persistent tachycardia, the patient was admitted and further observed. Her cardiac work-up was negative but she developed abdominal distension. A kidney, utterer, bladder (kub) and computed tomography (CT) scans were consistent with a small bowel obstruction for which she was treated with a nasogastric tube. She was afebrile and had a normal white blood cell count. She remained in the hospital due to abdominal distension. A repeat CT-scan with oral contrast was consistent with a bowel perforation and she was taken to the operating room for laparotomy. There was a small hole in the rectum which was managed by over-sewing area. There was a 10=15mm perforation in the small bowel which was resected and managed with an ileostomy. The uterus was significant for cautery effect on both cornua, left greater than right, but no perforations. "The patient is currently stable and expected to have a reversal of the ileostomy in 2-3 months".

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No abnormalities were noted. No relationship can be established between DHR and current complaint. (B)(4).